Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, post-paced t-wave oversensing was noted due to r wave proximity to the atrial-paced beat. Further induction testing and reprogramming were suggested. The patient was in good condition.